Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device was in good condition, scratched screen. The event log was not provided. A visual inspection and functional test were performed, and the reported failure was replicated. The device alarmed error 1260 when powered on. The root cause of the event cannot be established. The circuit board will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms error 1260. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device was in good condition, scratched screen. The event log was not provided. A visual inspection and functional test were performed, and the reported failure was replicated. The device alarmed error 1260 when powered on. The root cause of the event cannot be established. The circuit board will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms error 1260. No patient injury was reported.